Event description:
There was an allegation of questionable results from the cobas e 801 analytical unit. Refer to the attachment to the medwatch for all patient data.

Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. The field service engineer found the cell valve block, was contaminated. He performed a decontamination and no further issues were reported. The investigation determined the service actions resolved the issue.